Manufacturer narrative:
Premature battery depletion and failure to interrogate was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determine.

Event description:
It was reported that during a follow-up in clinic unable to interrogate the device most likely due to premature battery depletion. Device replacement was discussed and will schedule in the future if the problem arises again. The device will be monitored. Patient¿s condition was stable.